Manufacturer narrative:
Clinical conclusion: based on the available information, there is a likely causal association between the patient¿s initial pd catheter exit site infection and subsequent hospitalization for relapsing peritonitis with gram positive cocci. Peritonitis is a well-documented complication known to occur in pd therapy and exit-site and catheter-tunnel infections are major predisposing factors to pd-related peritonitis. There is no evidence that indicates the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized for peritonitis on an unspecified date. Details surrounding the patient¿s hospitalization course are unknown as the hospital discharge summary has not been received. The nurse indicated the causative organism identified for all peritonitis events was gram positive cocci (bacteria species unknown) which suggests the peritonitis infection was relapsing in nature. The patient was treated with vancomycin 1 gram (unknown route, frequency and duration) and continued pd therapy during hospitalization (products unknown). The patient has reportedly since recovered. Additional information was solicited.